Event description:
The customer called to report blood glucose levels as high as 30 mmol/l, as well as no delivery alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer performed her own high pressure test, and the insulin pump did pass. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.